Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was admitted in the hospital due to overdose symptoms and loss of consciousness after a refill. It is suspected that the patient's symptoms were caused by a pocket fill. The patient's condition is now stable.